Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Through the implant patient registry, it was learned that a (B)(6) female underwent redo mitral valve replacement due to mitral valve stenosis of her bioprosthetic pericardial valve. The implant duration of the subject device was 12 years and four (4) months. The subject device was replaced with another bioprosthetic pericardial valve. Post-procedure echo demonstrated a well-seated mitral prosthesis. There was no evidence of significant perivalvular insufficiency, restored ventricular function and no intracavity air. The patient tolerated the procedure well with no apparent complications and was transferred to the intensive care unit in stable condition.